Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions, and h11 have been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. Through extensive complaint investigations, stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). The device was not returned for evaluation. The complaint of stenosis was confirmed based on the information provided. Available information suggests patient factors (atherosclerosis, end-stage renal disease with dialysis) likely contributed to the event as noted in the complaint description. Atherosclerosis is the buildup of calcification, plaque, or fatty material on the valve over time. These deposits often come with age and make the valve tissue stiff, narrow, and unyielding which can contribute to increased gradients or stenosis. Factors such as but not limited to renal failure, patients undergoing hemodialysis / renal replacement therapy, hypercholesterolemia, hyperlipidemia, and/or diabetes mellitus can further contribute to atherosclerosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 29mm sapien 3 valve in aortic position. Approximately 4 years and 4 months later, the patient underwent a valve in valve with a 29mm sapien 3 ultra resilia inside the pre-existing 29mm sapien 3 valve due to stenosis. The patient was symptomatic, though the specific symptoms are unknown. Pre-procedural echocardiographic findings showed mean/peak gradients ranging from 20 to 35 mmhg. The valve area/index was not available. During the viv procedure, the new thv was successfully implanted via right-sided access. No central leak was observed, and the patient remained in stable condition following the procedure. There were no allegations of device deficiency reported by the clinical team.